Manufacturer narrative:
The insulin pump passed the self test. Pump received with pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Bolus stopped alarm unknown. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had received multiple bolus not delivered alerts even after entering the information and selecting deliver bolus. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.